Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.233¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the ¿broken instrument blades¿ is typically attributed to mishandling/misuse. A review of the logs showed the harmonic ace instrument (part# 480275-08 / lot# l90210706-0140) was last used on (B)(6) 2021. During this reported procedure with system sk4787. The harmonic ace instrument is a single-use device. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace instrument. Images of the harmonic ace instrument related to this event were received and reviewed. The images confirmed that the harmonic ace instrument blade was detached. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing blade from the harmonic ace instrument. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure, the customer noted that the harmonic ace instrument "tool head" broke by "rubbing it lightly as required." There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 25-feb-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained additional information regarding the reported event. The instrument was reportedly inspected prior to use, and no issues were noted. No instrument collision was observed. It was confirmed that no fragments fell inside the patient during the procedure. A video recording of the procedure is not available, but images of the instrument damage were provided.